Manufacturer narrative:
The investigation of pump stop has been completed. The pump was not returned for the investigation. Pump serial number information was not provided. Data logs could not be retrieved without pump information. Pump stop was reported on impella cp during use. The cause of the issue pump stop issue was not determined since product was not returned and necessary clinical information was not provided. E4 should have been blank on manufacturer device report 1220648-2024-18418.

Event description:
The complaints team was forwarded information by abiomed legal regarding a pump stop with an impella cp with a patient located in wisconsin in 2022. While on support, the impella alarmed, "pump off; motor current high". The pump was restarted twice but could not be restarted a third time when the impella stopped. The patient began to decompensate within 10 minutes. The patient expired 24 minutes after the impella stopped.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿